Manufacturer narrative:
The device was received with the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula. The formed needle was observed to not be securely seated in the slide retract, indicating an improper installation. A bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle did not retract; indicating a needle mechanism failure. The pod was worn for between 36 and 48 hours and no adverse patient impact was reported.